Manufacturer narrative:
Submit date: 2/20/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage, on (B)(6) 2018, service found that the enteral feeding pump had no alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the device was back to stock. Upon triage, service found that the unit had no alarm.¿ the unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.